Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted to a local hospital due to hernia. The pt received a transfusion. As of (B)(6) 2014, it was reported that the pt was still hospitalized in the ICU at the local hospital and she refuses to go back to the implanting center. The vad coordinators at the implanting center were notified of the pt's status. The pt is currently listed as do not resuscitate (dnr). The pt's lab results were monitored. It was noted that the pt is currently being monitored in the ICU. No other info is available at this time.